Manufacturer narrative:
H6 component code: g03001. The field service representative (fsr) inspected the analyzer and cleaned the nozzle c4 #1, #4, #5 (rohs) (ln 7-205228-02) which resolved the issue. A review of the service history for the analyzer identified no additional contributing factors and no subsequent issues have been reported for discrepant creatinine results. A review of complaint and trending data for nozzle cr #1, #4, #5 identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no trends for the analyzer. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Manufacturing documentation for the part was reviewed and did not identify any non-conformances or potential non-conformances. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely depressed architect creatinine result while using the architect c4000 analyzer. Patient ID 15 generated 1.8 mg/dl on architect and 2.79 mg/dl on human analyzer. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.